Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had experienced a syncopal event and was admitted to the hospital. A coronary angiography was performed and the patient's heart rate decreased to 40 bpm during the procedure and a temporary pacing catheter was urgently inserted. Following the procedure, system evaluation was performed. Review of the device data identified noise, oversensing and pacing impedance greater than 2500 ohms on the right ventricular (rv) channel. A lead fracture was suspected but could not be confirmed via x-ray. Device reprogramming was performed. A subsequent revision procedure was performed. The implantable device was electrically abandoned and the rv lead was explanted. A replacement device and lead were implanted on the patient's right side. No additional adverse patient effects were reported.